Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device evaluation is in progress. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the safety switch malfunctioned which can cause unintended activation. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Correction: one event was filed in error; 1 event was not reportable under 21 cfr 803:20.

Event description:
This report summarizes 1 malfunction event in which the safety switch malfunctioned which can cause unintended activation. There was no patient involvement; no patient impact.